Event description:
Related manufacturer reference number:3006705815-2024-01502. It was reported that patient had been experiencing ineffective therapy and felt no paresthesia. Company manufacturer representative was able to ramp up stimulation on various programs, but stimulation was still deemed ineffective. Impedance was not high but was in the middle to higher normal range around 1300ohms on average. Trouble shooting was unable to solve the issue. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.